Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va2y7xj); product type: 0200-lead; implant date: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in a lot of pain and have tried turning the device up or down but nothing seems to be working, and that they were in the same pain when they started with this device. Patient noted that the issue started around the time they first took the diagnostic test on their back, but couldn't remember the date. Caller added that they have put on so much weight that they didn't  know where the implant was anymore. Caller stated they have taken a couple of shots in their back and asked if that has anything to do with their symptoms, and the pain management doctor said no. Agent walked caller through connecting to the implant. Caller was on program 1 at 5.7 volts. Caller switched to program 2 and increased to 3.2 volts and still didn't feel any stimulation. Agent had caller switch to program 3 and caller increased to 5.3 volts and felt a slight fluttering sensation in their bike seat area. Agent reviewed battery expectation in line with the stimulation level. Caller to monitor the issue and redirected to hcp if symptoms per sists. Patient rep and patient called back reporting that the patient was in pain and was  just like how it was before they got the implant. Caller stated that the pain started just a week and a half ago. Caller added that the patient went swimming after the memorial day and done water aerobics, and had the pain the next day and it seems to not have been working. Caller was thinking that the activities/aerobics done in the pool may have caused the leads to come undone. Patient confirmed pain on the anal and pelvic floor. Agent reviewed straining activities that could have caused leads to move. Agent also offered changing programs. Patient noted that they will just maintain current therapy settings, as there has been very little difference since the last adjustment. Redirected to the hcp to have the device checked.